Event description:
It was reported from (B)(6) that the engine on the small battery drive device was running without pressing the button. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: there was no contact name and phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and a functional test showed the handpiece is running intermittently running without pressing the button. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.